Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said the cause of the stimulation turning off by itself was that the battery was running completely dead and turning off the stimulation; the patient did not turn it back on. The patient was re-educated and the stimulation turning off by itself had been resolved.

Event description:
Additional information was received from a patient and a manufacturer representative (rep). The patient called with questions stating her controller is showing the implant and controller are fully charged. The patient stated the controller was again turning off her implantable neurostimulator (ins). It was reviewed that a controller was just sent and to call their healthcare provider (hcp) to schedule an appointment to have the unit looked at. The situation was discussed with the rep today. Hewas asking if the recharger could cause an issue with the ins turning off and changing groups. It was reviewed that would not likely be a possibility. The patient received the new controller today and is reporting the same issue where she is stating that the ins turned off and changed from group c to group a. The rep mentioned something about charging overnight. Asked for clarification on whether the patient is charging before bed or charging during sleeping. It was suggested that the patient charge before bed, check battery level and group and then do not touch the controller until morning. Then when the patient gets up in the morning, to check the ins again and look at the battery level and group. It was suggested to wait to replace the recharger until usage and recharging statistics can be looked at to see if there are any low battery charge levels and if they match. It is needed to better understand what the patient is doing and what is happening because to have 2 controllers with same issues seems unlikely. The rep is meeting with the patient tomorrow (2021(B)(6)) around 1 pm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the ins turning off and changing groups was not determined, the actions/interventions taken to resolve the issue involved checking to ensure stimulation was turned on before and after each recharging session, and the patient reports (B)(6) 21 that she has not seen any other issues with stimulation turning off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that for about the past couple weeks the patient's implant battery level is not increasing while charging their implant. The patient stated they charged for about an hour and the controller displayed charging excellent but the battery level never increased. The patient also reported that for the past couple weeks, the stimulation had been turning off by itself. The patient confirmed this happens even when the implant battery is charged. The patient stated they spoke with the rep, and did troubleshooting and the issue did not resolve. A replacement controller was sent to the patient.